Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, at the third firing at the patient's cavity, the doctor articulated the reload and attempted to open the jaws, but the jaws were unable to be opened. The procedure was completed with another device.